Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. H6: codes d15, c19 apply to the software (product: sw kit 9735737 stealth s8 cranial, version: 2.1.0). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case, the system spontaneously displayed a "pc over ip (pcoip)" error on the camera cart several times. Shortly afterward, the screen went black. The issue seemed to resolve itself after some time, but then re-occurred. This happened several times during the surgery. The site was able to proceed with the case by using the main cart monitor. Likely an issue with one of the components of the video chain (main cart computer, main cart network router, main cart on/off (I/o) panel, cart-to-cart cable, camera cart I/o panel, camera cart network switch [o-ring], camera cart pcoip zero client, or camera cart monitor). There was no error light present on main cart uninterruptible power supply (ups). The manufacturer representative (rep) reported the cart-to-cart cable seated a little bit loose on the camera cart. The rep mentioned the nut on the back of the cart-to-cart cable was a little loose and tightened it back down. There was no visible damage to internal cables. It was confirmed the ethernet cables seated firmly into pcoip zero client and o-ring . All ethernet cables displayed expected lights. The rep additionally reported that during original issue occurrence the camera was tracking instruments without issue for the duration of the issue. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735796. Product ID: 9735737, software version: 2.1.0 h6: multiple annex g codes were coded for this event. G02007 was coded for product ID: 9735796, g02008 was coded for product ID: 9735737, software version: 2.1.0. Multiple annex a codes were coded for this event. A05 was coded for the loose cable. A0902 was coded for the screen going black. A1102 was coded for the "pc over ip (pcoip)" error. H3, h6: the system was serviced in the field and the hardware part was replaced. B01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the pcoip, lot number: 671ag84f5j2, was returned to the manufacturer for analysis. The returned pcoip was bench tested and no issues were detected. The logs did not indicate any software errors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.